Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-01930. All information can be found under manufacturer report number 1314492-2021-01930. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused heparin during therapy. A continuous infusion and unsure at what exact point the pump started to under-deliver. The registered nurse (rn) initially suspected that the pump was not infusing when the ptt (pro thrombin time) of the patient was not responding despite heparin "infusing". The event happened during delivery at the "medical/surgical tele" department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.